Manufacturer narrative:
Cmp-(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has post feature fractured off. DHR was reviewed and no discrepancies relevant to the reported event were found. Review the fractured tasp component in this complaint was manufactured after the design modification. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the knee instrument has worn and the product has been returned.